Event description:
As reported, proper hemostasis was not achieved with a 5f mynx control vascular closure device (vcd). There was no reported patient injury. No additional details were provided regarding how hemostasis was conducted or why it was unsuccessful. No issues were noted during balloon retraction or button #2 step. The procedure was diagnostic with a retrograde approach, and the deployer was mynx certified. A 5fr non-cordis sheath introducer was used. The femoral artery suitability was verified, the vessel type was arterial, vessel diameter was greater than or equal to 5 mm, with little tortuosity, and the stick location was the common femoral artery. Hemostasis was achieved with manual compression in less than 30 minutes. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.